Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at an urgent care centre on (B)(6) 2026 with an infection that developed at the infusion site (abdomen) while wearing the pod between 36 and 48 hours. It was reported that there was a small hole at the site and the site was red, irritated, hard, bleeding and had purulent discharge. The patient was diagnosed with mrsa, the patient then returned to urgent care a week later as the infection had not yet cleared and the infection was confirmed again to be caused by a strain of staphylococcus bacteria. The patient was treated with unspecified oral antibiotics and an unspecified topical cream. The patient reported that when the infection was cleared, they were left with a scar at the site.